Event description:
It was reported that this pacemaker was part of a system revision due to erosion and possible infection. Reportedly, the bottom end of the generator is exposed. There were no additional adverse patient effects reported. The pacemaker was explanted.